Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilatation. However, during initial inflation at 20 atmospheres, the balloon burst due to the vessel being very calcified. The balloon was removed, and no device fragments left inside the patient's body. Another 2x15mm nc emerge balloon catheter was used to complete the procedure successfully. No patient complications were reported.